Event description:
As reported, the clincian implanted an excluder thoracic endoprosthesis in 2004. At the 6 month follow-up, a false, secular aneurysm was detected in the arch at the origin of the subclavian artery. The clinician reports that he believes the leading edge of the device may have caused a partial perforation of the aortic arch which led to the development of the aneurysm. The false aneurysm was treated by a secondary graft in conjunction with a "plug" device into the subclavian artery.